Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the air in line alarm, confirming the reported condition. The air in line alarm also occurred during functional testing. The cause of the air in line alarm was determined to be an out of calibration air sensor. To correct the condition, the air sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.